Event description:
It was reported that the patient presented to the hospital due to anti-tachycardia pacing (atp) therapy delivered. Upon interrogation of the device, it was observed that the right atrial (ra) lead exhibits substantial noise with a correlating increase in the pacing impedance, reaching values greater than 3000 ohms. The threshold of the ra lead has also increased. The ra lead trend shows a sudden rise in impedance in mid april, however, the patient did not complain of any falls around that time. The noise oversensing in the ra lead has led to inappropriate mode switches, and the patient had received four rounds of atp. The physician advised to turn off the atrial lead and atrial tachy discriminators and reducing the rhythm ID correlation percentage while the patient waits for a lead replacement procedure. The atrial lead was turned off due to the high impedance observed at follow-up. An x-ray was performed and it appears that the lead terminal pin was not fully inserted. After the lead was disconnected, the impedance remained high (greater than 3000 ohms) when tested with the pacing system analyzer (psa) in bipolar and unipolar configurations. The lead helix appeared suitably deployed and the lead placement position appeared satisfactory. The ra lead was subsequently explanted and replaced and the implantable cardioverter defibrillator (ICD) device remains in service. No additional adverse patient effects.

Event description:
It was reported that the patient presented to the hospital due to anti-tachycardia pacing (atp) therapy delivered. Upon interrogation of the device, it was observed that the right atrial (ra) lead exhibits substantial noise with a correlating increase in the pacing impedance, reaching values greater than 3000 ohms. The threshold of the ra lead has also increased. The ra lead trend shows a sudden rise in impedance in mid april, however, the patient did not complain of any falls around that time. The noise oversensing in the ra lead has led to inappropriate mode switches, and the patient had received four rounds of atp. The physician advised to turn off the atrial lead and atrial tachy discriminators and reducing the rhythm ID correlation percentage while the patient waits for a lead replacement procedure. The atrial lead was turned off due to the high impedance observed at follow-up. An x-ray was performed and it appears that the lead terminal pin was not fully inserted. After the lead was disconnected, the impedance remained high (greater than 3000 ohms) when tested with the pacing system analyzer (psa) in bipolar and unipolar configurations. The lead helix appeared suitably deployed and the lead placement position appeared satisfactory. The ra lead was subsequently explanted and replaced and the implantable cardioverter defibrillator (ICD) device remains in service. No additional adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting a lead into the header of this device resulting in the reported clinical observations. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient presented to the hospital due to anti-tachycardia pacing (atp) therapy delivered. Upon interrogation of the device, it was observed that the right atrial (ra) lead exhibits substantial noise with a correlating increase in the pacing impedance, reaching values greater than 3000 ohms. The threshold of the ra lead has also increased. The ra lead trend shows a sudden rise in impedance in mid april, however, the patient did not complain of any falls around that time. The noise oversensing in the ra lead has led to inappropriate mode switches, and the patient had received four rounds of atp. The physician advised to turn off the atrial lead and atrial tachy discriminators and reducing the rhythm ID correlation percentage while the patient waits for a lead replacement procedure. The atrial lead was turned off due to the high impedance observed at follow-up. An x-ray was performed and it appears that the lead terminal pin was not fully inserted. After the lead was disconnected, the impedance remained high (greater than 3000 ohms) when tested with the pacing system analyzer (psa) in bipolar and unipolar configurations. The lead helix appeared suitably deployed and the lead placement position appeared satisfactory. The ra lead was subsequently explanted and replaced and the implantable cardioverter defibrillator (ICD) device remains in service. No additional adverse patient effects.